Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that during manual bolus, pressing up arrow button caused numbers to scroll continuously. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.